Manufacturer narrative:
Additional information was received that this issue occurred while testing.

Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition with a scratched screen. The event history log was reviewed and there was no evidence of the reported issue. The reported failed accuracy was unable to be confirmed. Delivery accuracy testing on the pump was unable to verify the complaint. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by +6.55%. There was no reported adverse event.